Manufacturer narrative:
Investigation of reported issue is confirmed. Conmed received one 60-6085-201a opened in unoriginal packaging. Lot number could not be verified. Visual inspection of device found cervical cup detached from the vcare. Cervical cup was slightly damaged around the rim of cup, burrs were noted throughout rim. Uterine balloon of vcare was attached to printed vcare tube; however side of the balloon was stretched & deformed shape of balloon. Balloon near the tip was not adhered to tube &could be moved. Manufacturing documents from device history records were reviewed & found no abnormalities that would contribute to issue. Two-year lot history review conducted found this is the only complaint for this lot number & failure mode. Two-year review of complaint history for similar failure modes revealed a total of 99 complaints, regarding (B)(4) devices, for device family & failure mode. During this same time frame (B)(4) devices were manufactured & shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Instructions for use (IFU) provide the user with information regarding proper care & use of device. IFU advises user to check the pilot balloon frequently to ensure inflation of intrauterine balloon. If balloon ruptures, pilot balloon will not feel firm when squeezed between fingers. If intrauterine balloon has ruptured, stop all manipulation immediately, remove vcare &replace it with new vcare. IFU gives specific direction as to carefully removing the vcare after use. Upon removing, the surgeon should visually inspect the vcare & patient to make sure the entire device was properly removed & no components were retained in patient. For safe removal of the device from patient, follow instructions. The cup locking mechanism must be locked at all times when using. This issue will continue to be monitored through the complaint system to assure patient safety

Event description:
On behalf of the customer, conmed japan received notice of reported issues with the vcare medium (34mm) cup, # 60-6085-201a, lot 202003091, recently experienced by hiroshima city asa hospital on (B)(6) 2021. Information received was that during the surgery, when the device was pulled out from the patient body, it was confirmed that the neck cup and balloon part came off from the main body. ¿ additional information received from the distributor notes ¿when they checked the appearance of the returned device, the neck cup(green cup) had fallen off. There is available some scratches on the cup, but not found any huge damages that was suspected to be left inside the body. In addition, found that the shape of balloon was unusual. It is noted that all pieces of the device were retrieved from the patient and there was no impact or injury to the patient. The procedure was successfully completed. Clarification was received that notes only green cup was fell (detached). Balloon was not detached from the device. The incident happened in the end of the surgery, so they didn¿t use alternate device. Surgeon was finished using the vcare in question. Based on photographic image provided, it appears as the vcare balloon was still inflated when removed (shape of balloon was unusual). This report is being raised on the basis of previous FDA filings for similar malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, conmed (B)(6) received notice of reported issues with the vcare medium (34mm) cup, # 60-6085-201a, lot 202003091, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received was that during the surgery, when the device was pulled out from the patient body, it was confirmed that the neck cup and balloon part came off from the main body. ¿ additional information received from the distributor notes ¿when they checked the appearance of the returned device, the neck cup(green cup) had fallen off. There is available some scratches on the cup, but not found any huge damages that was suspected to be left inside the body. In addition, found that the shape of balloon was unusual. It is noted that all pieces of the device were retrieved from the patient and there was no impact or injury to the patient. The procedure was successfully completed. Clarification was received that notes only green cup was fell (detached). Balloon was not detached from the device. The incident happened in the end of the surgery, so they didn¿t use alternate device. Surgeon was finished using the vcare in question. Based on photographic image provided, it appears as the vcare balloon was still inflated when removed (shape of balloon was unusual). This report is being raised on the basis of previous FDA filings for similar malfunction with potential for injury upon reoccurrence.